Event description:
It was reported by a customer that on (B)(6) 2011 the fiber end fired at 125,164 joules. Add'l info reported by the customer was during set-up an aim test was performed and the beam was visible . During the procedure, it was observed that the aim beam was coming out at the end of the fiber. The physician noticed a change in the beam deliverance. There were no error codes displayed on the console when the event occurred. The event did not cause any issues with the pt. The user did not experience any injuries from the use of the system.